Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
During a patient use, it was reported that the device failed to advance past the initial voice prompts. The device was connected to a non-responsive patient of unknown downtime and reported to only give the "open shirt" and "place electrodes on patient" messages after placing the unexpired electrodes. The device users checked the connections but the issue persisted. The local ems arrived on the scene and used a different set of electrodes and defibrillator to provide the patient care. The patient was pronounced deceased following resuscitation attempts at the scene. A clinical review of the reported event determined that there was not sufficient information available to determine the impact of the device use. The prolonged downtime can result in high impedance measurements and the patient may not be recognized. Furthermore, the second device (brand unknown) may have had a rhythm displayed if the it had a higher threshold. There were no further details on the event and/or the patient provided.